Event description:
It was reported that there was right ventricular (rv) lead noise alert triggered due to t-wave oversensing (twos). The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID dvbc3d4 implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6). (B)(4).